Manufacturer narrative:
Date of submission 11/15/2017 the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: a review of the black box showed evidence of an unexplained power on reset event on the date of the complaint. The pump intermittently powered on with the returned battery cap. The battery cap threads were damaged and the coin slot was worn. The battery cap measured within specifications. The battery cap was unable to fully attach to a test pump. A test battery cap was used for all testing. The battery compartment was cracked in the thread area, and the threads were damaged. No evidence of moisture contamination was found inside the battery compartment. The pump was run for 24 hours with the test battery cap and no reboots, losses of power, or call service alarms occurred. The pump case was removed to find no evidence of moisture or loose components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked, the yellow o-ring was visible, and the top of the battery cap was worn, with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.